Manufacturer narrative:
As part of normal complaint f/u, an eval has been initiated at mako surgical. The eval is ongoing, and a supplemental report will be provided if results meet MDR reporting criteria. Bone pin bends occur occasionally, and bone pin breaks occur rarely both are known issues of orthopedic procedures. Tips of drills and bone pins are sometimes left in pat and are considered low risk by the surgeon. The material used for mako's bone pins is (B)(4), which is safe for long term implantation. Mako's rate of bone pin failure is low (approx 1 per 1000 uses). The 3.2 mm bone pins used in this particular case were successfully validated previously by multiple surgeons in a cadaver lab, and found to be safe and efficacious in both hard and typical bone quality. Available historical data on bone pin breakage were also analyzed for the investigation. Surgeons were surveyed for further insight into the issue as well. The analyses show the major contributing factor to bone pin breakage are: surgical technique, pt selection, failure to use a drill guide, and using a drill speed that is too slow, thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with the use of the rio.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). While inserting the tibial bone pin, approx 5mm of the pin tip broke off in the bone.